Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 2951238-2019-00736. The product was not returned and the model number could not be confirmed. 962000pk is a placeholder model number as it is the only morcellator product that olympus has manufactured at the time of the legal file reports. No device history record review could be done as the model number was not confirmed and were unable to obtain a serial/lot number. The root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
There was no specific model of morcellator provided, and the letter was served to other manufacturers of morcellators. The cause of the reported event could not be confirmed. If additional information becomes available, this report will be supplemented accordingly. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document which states, in 2008 a patient underwent a laparoscopic supracervical hysterectomy procedure with the use of an unidentified power morcellator. The legal document indicates; as a result of the use of the power morcellator, the patient developed cancer. It was also noted, that prior to undergoing surgery, the patient was not warned of the high-risk that the use of a laparoscopic power morcellator could cause the spread and recurrence cancer.